Manufacturer narrative:
(B)(4). The device was not returned to atricure for evaluation as there was no indication of a device defect or malfunction. The device was discarded by the facility, lot number was unable to be ascertained. Device dicarded by facility.

Event description:
It was reported at a eacts conference in europe that a doctor in paris had a patient that had a post-operative trans-diaphragmatic hernia.